Event description:
Medication leaked requiring second administration.

Manufacturer narrative:
According to the customer contact, "the luer-lock hubs are cracked, but were not noted until administering the vaccines, which caused the vaccine to squirt out from the side of the hub instead of being administered into the patient. This resulted in the patient needing to be revaccinated and expensive vaccine wastage." No additional details were provided. A sample was not returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.